Event description:
Healthcare professional reported "intact". Later, healthcare professional reported "deflated". This relates to the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification d4: device was "mcghan 350 cc implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed broken device through microscopic inspection assessed as unidentified (tear) opening no further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and broken of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.